Event description:
Allegedly, a health care worker developed a latex allergy while working in various hospitals. Ssl americas, inc. Was notified of the alleged events through a process of litigation involving many companies. It is unclear that device was used or caused any injury to the pt.